Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-05224 for the associated device information. It was reported to boston scientific corporation that a captivator snare was used in the colon during a polypectomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare initially cauterized with current as usual however mid-way through the cut, it has lost the ability to conduct current. Despite confirming good contact of the grounding pad, the active chord and the proper settings with this generator and a subsequent generator, no current could be re-established using this snare. Reportedly, there were no visible issues with the cautery pins and the device. There were no signs of cautery noted (tissue turning white) using this snare. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.